Event description:
In 2009, the pt/layperson complained that her onetouch ultra meter would not turn on.. The meter was not new. A month later the pt had "general symptoms of high and low blood glucose." On event date, the pt was treated in the emergency room with insulin. This senior medical surveillance specialist spoke with the pt on 11/24/09 to confirm the info. The pt reported the following to this specialist. Four months prior to event date, the meter stopped turning on. The pt denied seeing the low battery signal. However, the pt did not attempt to replace the battery and did not test thereafter. Approx one month later, the pt developed frequent urination, thirst, and was flushed. When asked if she received treatment since she follows a diet only, the pt responded, "I took a three month holiday." On event date at 6 p.m, the pt was seen in the emergency room for severe stomach pain where the hcp diagnosed appendicitis. Because her blood glucose was "300 plus" on the ER meter, the pt was injected with insulin. An appendectomy was performed. Since the pt received the replacement meter, she also purchased a new battery for the subject meter. The meter functions as expected. However, the pt was told to return the meter since lifescan expects it back. Although the pt did not make an effort to change the battery and although the meter is now turning on with a new battery, the complaint is reported since the pt developed symptoms that can be associated with hyperglycemia and eventually was treated with insulin.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of products(s) that do not pass inspection in a supplemental report.